Event description:
Reportedly, for a hospitalized patient with telemetry ECG monitoring: the patient lost consciousness and felt. Upon ECG analysis, atrial fibrillation was observed, and just before the fall, rapid ventricular tachycardia (vt) at 240 bpm was recorded. After interrogating the device, it was found that there was no recognition of vt and no therapy delivery. We request you to verify the correct functioning of the device.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The review of provided data highlighted that the fast ventricular tachycardia (vt) recorded on the surface ECG on 26 october 2023 at 6h21 was recorded in the subject device on 26 october 2023 at 5h11. It was confirmed by microport crm technical team in the field that the time on the programmer was wrong by approximately 1h 10min when episode occurred. The fast vt was recognized by the device and recorded (svt/st episode at 5h07 on 26 october 2023). The device charged the capacitors for 9,3 seconds and the fast vt stopped spontaneously before the end of the charge and therefore before the shock delivery. No general malfunction is suspected on the device.